Manufacturer narrative:
Reliability analysis evaluated 3 opened/used reservoirs; performed pre fill reservoirs test and 1 of 3 reservoirs failed per inspection. It was found that reservoir transfer guard needle was occluded. The remaining 2 transfer guard needles passed per inspection; no occlusion found. (B)(4).

Event description:
The customer reported via phone call that she had issues with three reservoirs. The first reservoir; the customer could not get any air into or out of the vial, the second one; the infusion set would not connect to the reservoir and the third one; she was able to fill, but the plunger was very hard to push to get it to fill the tubing. The customer stated that these three reservoirs were from the same box and she then used a reservoir from a different box which worked fine. Blood glucose value was 122 mg/dl. The reservoirs were replaced and returned for analysis.